Event description:
The report received from the (B)(4) study indicated that a patient had an emergency angioplasty with a deployment of stent while traveling abroad ((B)(6)) approximately 27 months after the index procedure. At the time of index procedure, the patient underwent deployment of two cypher stents (3.5x13 mm and 2.5x28 mm) to the plad due to acs with elevated ckmb/+ve troponin and non stemi. Approximately 27 months later, the patient experienced worsening coronary artery disease and had an emergency angioplasty with a deployment of a stent while traveling abroad in (B)(6). Site could not confirm the target lesion; however as per dc summary, the lad was stented with a medtronic resolute 3.0 x 15mm. No additional information is available yet. The outcome of the event was recovering/resolving. The investigator's causality is not available.

Manufacturer narrative:
Concomitant medications included aspirin, plavix, toprol xl, and zocor. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00544 and 3003742446-2012-00545.

Manufacturer narrative:
Addendum: additional information from the site regarding (B)(6) 2012 procedure indicated that the patient had undergone revascularization of the mlad lesion that was previously reported as lad lesion. This does not change any determination/reportability in this file. There have been no changes made to this file as the code for reocclusion was previously captured at the time of initial report. The complaint received states that this (B)(4) study patient experienced restenosis approximately 27 months post index procedure. This is a (B)(6) male with medical history including hypertension. At the time of index procedure, the patient underwent deployment of two cypher stents (3.5x13mm and 2.5x28mm) to the plad due to acs and non stemi with elevated ckmb/+ve troponin. Approximately 27 months later, the patient experienced worsening coronary artery disease and had an emergency angioplasty with a deployment of a stent while travelling abroad in (B)(6). Site could not confirm the target lesion; however, as per dc summary, the lad was stented with a medtronic resolute 3.0x15mm. Additional information from the site indicated that the patient underwent revascularization of the mlad lesion that was previously reported as lad lesion. The outcome of the event was recovering/resolving. The investigator's causality is not available. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15178865 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. With the limited information it is not possible to accurately assess potential contributing factors. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00544 and 3003742446-2012-00545.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered restenosis post index procedure. This is a (B)(6) male with medical history including hypertension. At the time of index procedure, the patient underwent deployment of two cypher stents (3.5x13mm and 2.5x28mm) to the plad due to acs and non stemi with elevated ckmb/+ve troponin. Approximately 27 months later, the patient experienced worsening coronary artery disease and had an emergency angioplasty with a deployment of a stent while travelling abroad in london, UK. Site could not confirm the target lesion; however, as per dc summary, the lad was stented with a medtronic resolute 3.0 x 15mm. No additional information is available yet. The outcome of the event was recovering/resolving. The investigator's causality is not available. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15178865 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. With the limited information it is not possible to accurately assess potential contributing factors. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00544 and 3003742446-2012-00545.